Event description:
A data error alert was reported by the caller after the pump ship date. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller that some history logs might have been erased, but the insulin therapy continued to work properly. The customer acknowledged this information and decided to keep using the pump.